Manufacturer narrative:
(B)(4) (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the continuous ambulatory peritoneal dialysis (capd) patient was "exposed to dirty water resources" (no further detail was provided). The peritonitis was manifested by abdominal pain, diarrhea, vomiting, and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient received treatment for bacterial peritonitis with unspecified antibiotic therapy (dose, frequency and route not reported). Seventeen days after being admitted to the hospital, due to the patient not responding to the peritonitis treatment, the patient's pd catheter was removed, dianeal therapy was discontinued, and the patient was switched to hemodialysis. On the same day, the patient was discharged from the hospital. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.